Event description:
The reporter stated that the nitro tubing leaks around the plastic piece that connects to the fluid chamber or the spike is cracked and fluid leaks through the spike. The set is being used to administer chemotheraphy drugs. No patient information available.